Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Patient experienced ventricle tachycardia . Post code went into 3rd degree heart block. Brought to the cath lab and placed a temp pacer. Additionally, patient having intermittent purge pressure high and purge system blocked alarms. Decision was made to run tpa through new purge cassette. Upon changing the cassette nurse identified that the yellow to yellow connection was broken. Decision was made to create a purge reservoir and filter bypass with a 19 gauge needle. Impella currently alarming purge pressure high. No plan to replace current impella with another. Further information noted survival outcome at explanted indicated the patient expired. Medical safety review of the event noted there is not have enough information to exclude impella device as an associated factor in the patient's demise

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.